Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was over 600mg/dl. The customer was treated with insulin fluid. The customer was not wearing the insulin pump during the hospitalization but was without pump less then 48 hours. The customer reports a motor error occurred before hospitalization. The customer reports drive support cap is flush. The customer reports power off alarm as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with down arrow button response due to corroded keypad traces. Keypad connector was dully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.